Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 446 mg/dl and 380 mg/dl and treated with manual injection. Customer declined troubleshooting for high blood glucose and low battery. Customer having trouble in programming sensor back after replacing battery, also meter was not programmed anymore. The devices will not be returned for analysis.